Event description:
A customer reported that during a procedure, the system would not perform aspiration. However, the case was completed using the same system and accessories. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the pneumatics connector and receiver mechanism. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).